Manufacturer narrative:
The customer received a cut on the inside of his right wrist when attempting to manually remove the reagent cartridge without the cartridge removal tool. The customer cut his wrist on a metal platform, but the cut was not sustained from the rsm. The specific component that caused the injury was not identified. The customer was treated at a medical facility and received three stitches. There was no additional impact to the user reported after the customer received the three stitches. Return testing was not completed as returns were not available. The instrument history review revealed no additional service tickets related to injuries on the alinity I am processing module, serial number (B)(6). A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, the injury to the customer is attributed to use error as the operator failed to use the cartridge removal tool and the alinity I am processing module, serial number (B)(6) is performing as intended, no systemic issue or deficiency of the alinity I was identified.

Event description:
The customer observed error codes 5786 and 3420 generated on the alinity I processing module. The customer contacted technical support after trying to initialize the analyzer. Technical support suggested a rsm calibration, but the customer requested a visit. The customer reported that when he was troubleshooting the analyzer to remove a reagent, he sustained a cut to the wrist from the rsm barcode reader. The cut was treated with three stitches. There was no additional impact to the user.

Event description:
The customer observed error codes 5786 and 3420 generated on the alinity I processing module. The customer contacted technical support after trying to initialize the analyzer. Technical support suggested a rsm calibration, but the customer requested a visit. The customer reported that when he was troubleshooting the analyzer to remove a reagent, he sustained a cut to the wrist from the rsm barcode reader. The cut was treated with three stitches. There was no additional impact to the user.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.